Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses and randomly timed out. Additionally, it was reported that the wake button had a delay in response time. There was no reported impact to customer's blood glucose. Customer declined to provide any further information.